Event description:
Additional information from the health care professional reported the patient had an MRI brain scan. He was seen for reprogramming and to confirm there was no device malfunction after the MRI. On (B)(6) 2015, the patient was seen for reprogramming and impedance check. The impedances were within normal range and the patient's program was changed. The patient went on to try the new program and will note the effect 2 weeks after report. It was noted that based on the patient's "pmw," he was seeing over a 50% therapeutic effect.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0nbqs, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that a patient had an MRI on (B)(6) 2015 and ever since then, the patient had a sudden loss of therapy and return of symptoms. He was leaking all day long. The reporter didn't recall any power on reset (por) messages, but it might have been off. The reporter thought there was an increase to stimulation twice, but wasn't sure if it was done right. The reporter planned to follow up with the patient's healthcare provider. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.